Event description:
Pt offered no complaints pre-treatment. She was put on a pre-processed dialyzer without problem. Within 5 mins she complained of back pain. Charge nurse notified and blood returned to the pt. She then c/o nausea and vomited. O2 was started at 3l for chest pain which subsided. She was restarted on a dry pack, flushed with 3l of ns. The remainder of the treatment was uneventful.